Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be manufacturing related. One 5 fr d/l powerpicc with an inlaid stylet and attached t-lock assembly was returned for evaluation. An extension tube was attached to the luer adapter. An initial visual observation showed light use residues on the catheter. The extension tube was removed and an iso taper gauge was inserted into the purple luer orifice. The gauge could not be fully inserted. A non-complainant syringe was attached to the purple luer; however, the connection was not firm. Microscopic inspection of the luer adapter revealed a protrusion in the luer material within the orifice. The protrusion was continuous with the luer adapter material. A longitudinally aligned scoring mark was observed adjacent to the protrusion. The molding defect appeared to prevent firm attachment of the syringe and complete insertion of the taper gauge. That molding defect would also cause the reported leakage at the luer interface. Bd is working closely with manufacturing to prevent recurrence of the reported event and photographs of the sample have been forwarded to the manufacturing site for further evaluation.

Event description:
It was reported that when performing powerpicc placement in this patient, the q-syte connector was used to attach with the catheter port, where the liquid leakage occurred, prior to puncture to test for leakage. It was found that liquid leaked at the purple port.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A video of a functional test on a 5fr d/l powerpicc catheter was returned for evaluation. An extension set tubing was attached to the catheter¿s purple luer adaptor and a 20cc syringe containing a clear liquid was attached to the extension set tubing. As the syringe plunger was advanced, a dripping leak was observed emanating from the connection between the extension set tubing and the purple luer adaptor. The characteristics of the leak in the provided video were similar to a previously identified luer molding defect which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported that when performing powerpicc placement in this patient, the q-syte connector was used to attach with the catheter port, where the liquid leakage occurred, prior to puncture to test for leakage. It was found that liquid leaked at the purple port.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy1285 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing powerpicc placement in this patient, the q-syte connector was used to attach with the catheter port, where the liquid leakage occurred, prior to puncture to test for leakage. It was found that liquid leaked at the purple port.